Manufacturer narrative:
(B)(4). Two unopened samples of product code z339h, lot # pgm466 were returned for evaluation. The complaint sample was not returned. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgm466, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: event reported in reports 2210968-2019-90009, 2210968-2019-90010, 2210968-2019-90011, and 2210968-2019-900013.

Event description:
It was reported that a patient underwent a breast revision procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was breaking while suturing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.